Event description:
It was reported by the physician the cause of the patient's small incision opening was due to patient picking. Daily bandages will not be kept on the patient to prevent access to the wound. The physician also noted the wound is well healed at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the neurologist the patient had an opening a little bit smaller than the size of a pencil eraser in her chest incision. It was noted it appeared that a stitch may have come out. The patient was sent to neurosurgery for further evaluation. Attempts for additional relevant information have been unsuccessful to date.